Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('heavy abdominal pelvic pains on the sides of the body towards the tubes/ chronic pelvic pain/acute pain/more pronounced pelvic pain on the right side'), pelvic inflammatory disease ('pelvic inflammation'), device dislocation ('removal of the essure in the endometrial cavity/device displayed on the right in the abdominal cavity') and ovarian cyst ('ovarian cyst'). In a 28-year-old female patient who had essure (batch no. B02267), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: menarche (12 years old), gravida ii (a normal delivery and a cesarean delivery) and parity 2. Denies allergies to jewelry and other metals like nickel and titanium. Denies comorbidities, denies ethylism and historical diseases. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pains"), dyschezia ("dyschezia"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("menstrual pain/intense menstrual cramps") and nodule ("pain in the nodulation region in a caesarean scar"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding from your genitals for (B)(6) weeks after essure insertion"), dysuria ("pain when urinating"). And the first episode of heavy menstrual bleeding ("menstrual cycle lasts an average of (B)(6) days, with intense flow"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis/ suspicion of endometriosis"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), swelling ("swelling"), insomnia ("insomnia"), toothache ("toothache"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("terrible scar/aesthetic damage"), depression ("extremely depressive"), emotional disorder ("emotional upheaval"), abdominal pain lower ("diffuse pain in the lower abdomen"), breast pain ("mastalgia"), premenstrual syndrome ("intense premenstrual tension"), pain in extremity ("leg pain"), premenstrual headache ("headache/headache premenstrual"). And the second episode of heavy menstrual bleeding ("menses during (B)(6) days/heavy menses"). And was found to have weight increased ("weight gain") and leiomyoma ("leiomyoma"). The patient was treated with aceclofenac (proflam), algestone acetophenide; estradiol enantate (uno-ciclo), bromopride, cefazolin, diazepam, diclofenac potassium, dimeticone, ferrous sulfate, hyoscine butylbromide (hyoscin n butylbr), ibuprofen, ketoprofen, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (medroxyprogesterone), metamizole sodium (dipirona), morphine, ondansetron, simeticone and surgery ((B)(6) surgeries of ovarian cyst removal, oophorectomy, hysterectomy on (B)(6) 2020. And bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic inflammatory disease, device dislocation, ovarian cyst, post procedural haemorrhage, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, dysmenorrhoea, emotional disorder, endometriosis, breast pain, premenstrual syndrome, leiomyoma and the last episode of heavy menstrual bleeding outcome was unknown. The back pain was resolving and the dyschezia, constipation, abdominal pain lower, nodule, pain in extremity and premenstrual headache had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, breast pain, constipation, depression, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, endometriosis, insomnia, leiomyoma, nausea, nodule, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, premenstrual headache, premenstrual syndrome, scar, swelling, toothache, weight increased, the first episode of heavy menstrual bleeding and the second episode of heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted, regarding essure insertion date ((B)(6) 2015). Diagnostic results (normal ranges are provided in parenthesis if available): allergy test (2.0): on (B)(6) 2020, less than 2.0 g/l; carbohydrate antigen 125 (35 u/l): on (B)(6) 2018, 7.0; carcinoembryonic antigen: on (B)(6) 2018, 0.65 ng/ml. Reference value: smokers: until 5.0 ng/ml. And no-smokers: until 7.5 ng/ml. Gynaecological examination: on (B)(6) 2017, diffuse pain in abdominal, palpation in upper and lower quadrants. Negative wrist-percussion with no signs of irritation. Diffuse pain is present, during caesarean section wound. Specially on the right side. Mild pain, during bladder trigone compression. Mild downsized uterus to the left, with apparent uterine lumen thickening, and parametrium also to the left, after rectal examination. Main area of pain, in which touch acts as a trigger. Human chorionic gonadotropin (mui/ml): on (B)(6) 2015, negative; on (B)(6) 2018, negative; magnetic resonance imaging: on (B)(6) 2018, cyst on right ovary (4 cm); ultrasound abdomen: on (B)(6) 2020, biliary lithiasis; ultrasound scan vagina: on (B)(6) 2015, transverse image of the right uterine horn with identification of the device on its linear axis. Including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal end, that crosses the myometrium in the interstitial portion of the left tube. Ultrasound uterus: on (B)(6) 2015, the device was in the right place, but an injury to the cervix was detected. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, reporter's information was updated and new reporters (lawyer) were added. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy abdominal pelvic pains on the sides of the body towards the tubes / chronic pelvic pain / acute pain / more pronounced pelvic pain on the right side'), pelvic inflammatory disease ('pelvic inflammation'), device dislocation ('removal of the essure in the endometrial cavity / device displayed on the right in the abdominal cavity') and ovarian cyst ('ovarian cyst') in a 28-year-old female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (12 years old.), gravida ii (a normal delivery and a cesarean delivery.) And parity 2. Denies allergies to jewelry and other metals like nickel and titanium. Denies comorbidities, denies ethylism and historical diseases. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pains"), dyschezia ("dyschezia"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("menstrual pain / intense menstrual cramps") and nodule ("pain in the nodulation region in a caesarean scar"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding from your genitals for 3 weeks after essure insertion"), dysuria ("pain when urinating") and the first episode of menorrhagia ("menstrual cycle lasts an average of 60 days, with intense flow"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis / suspicion of endometriosis"), 2 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), swelling ("swelling"), insomnia ("insomnia"), toothache ("toothache"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("terrible scar / aesthetic damage"), depression ("extremely depressive"), emotional disorder ("emotional upheaval"), abdominal pain lower ("diffuse pain in the lower abdomen"), breast pain ("mastalgia"), premenstrual syndrome ("intense premenstrual tension"), pain in extremity ("leg pain"), premenstrual headache ("headache / headache premenstrual") and the second episode of menorrhagia ("menses during 28 days / heavy menses ") and was found to have weight increased ("weight gain") and leiomyoma ("leiomyoma"). The patient was treated with aceclofenac (proflam), algestone acetophenide;estradiol enantate (uno-ciclo), bromopride, cefazolin, diazepam, diclofenac potassium, dimeticone, ferrous sulfate, hyoscine butylbromide (hyoscin n butylbr.), ibuprofen, ketoprofen, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (medroxiprogesterone), metamizole sodium (dipirona), morphine, ondansetron, simeticone and surgery (2 surgeries of ovarian cyst removal, oophorectomy, hysterectomy on (B)(6) 2020 and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic inflammatory disease, device dislocation, ovarian cyst, post procedural haemorrhage, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, dysmenorrhoea, emotional disorder, endometriosis, breast pain, premenstrual syndrome, leiomyoma and the last episode of menorrhagia outcome was unknown, the back pain was resolving and the dyschezia, constipation, abdominal pain lower, nodule, pain in extremity and premenstrual headache had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, breast pain, constipation, depression, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, endometriosis, insomnia, leiomyoma, nausea, nodule, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, premenstrual headache, premenstrual syndrome, scar, swelling, toothache, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test (2.0) - on (B)(6) 2020: less than 2,0 ¿g/l. Carbohydrate antigen 125 (35 u/l) - on (B)(6) 2018: 7,0. Carcinoembryonic antigen - on (B)(6) 2018: 0,65 ng/ml reference value: smokers: until 5,0 ng/ml and no-smokers: until 7,5 ng/ml.. Gynaecological examination - on (B)(6) 2017: diffuse pain in abdominal palpation in upper and lower quadrants. Negative wrist-percussion with no signs of irritation. Diffuse pain is present during caesarean section wound, specially on the right side. Mild pain during bladder trigone compression. Mild downsized uterus to the left, with apparent uterine lumen thickening and parametrium also to the left, after rectal examination. Main area of pain, in which touch acts as a trigger. Human chorionic gonadotropin (mui/ml) - on (B)(6) 2015: negative; on (B)(6) 2018: negative. Magnetic resonance imaging - on (B)(6) 2018: cyst on right ovary (4 cm). Ultrasound abdomen - on (B)(6) 2020: biliary lithiasis. Ultrasound scan vagina - on (B)(6) 2015: transverse image of the right uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube.. Ultrasound uterus - on (B)(6) 2015: the device was in the right place, but an injury to the cervix was detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('heavy abdominal pelvic pains on the sides of the body towards the tubes / chronic pelvic pain / acute pain / more pronounced pelvic pain on the right side'), pelvic inflammatory disease ('pelvic inflammation'), device dislocation ('removal of the essure in the endometrial cavity / device displayed on the right in the abdominal cavity') and ovarian cyst ('ovarian cyst') in a (B)(6) female patient who had essure (batch no. B02267) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (B)(6) , gravida ii (a normal delivery and a cesarean delivery.) And parity 2. Denies allergies to jewelry and other metals like nickel and titanium. Denies comorbidities, denies ethylism and historical diseases. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pains"), dyschezia ("dyschezia"), constipation ("constipation"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("menstrual pain / intense menstrual cramps") and nodule ("pain in the nodulation region in a caesarean scar"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("bleeding from your genitals for 3 weeks after essure insertion"), dysuria ("pain when urinating") and the first episode of menorrhagia ("menstrual cycle lasts an average of 60 days, with intense flow"). On (B)(6) 2018, the patient experienced endometriosis ("endometriosis / suspicion of endometriosis"), 2 years 8 months after insertion of essure. On (B)(6) 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), swelling ("swelling"), insomnia ("insomnia"), toothache ("toothache"), alopecia ("hair loss"), anxiety ("anxiety"), nausea ("nausea"), scar ("terrible scar / aesthetic damage"), depression ("extremely depressive"), emotional disorder ("emotional upheaval"), abdominal pain lower ("diffuse pain in the lower abdomen"), breast pain ("mastalgia"), premenstrual syndrome ("intense premenstrual tension"), pain in extremity ("leg pain"), premenstrual headache ("headache / headache premenstrual") and the second episode of menorrhagia ("menses during 28 days / heavy menses ") and was found to have weight increased ("weight gain") and leiomyoma ("leiomyoma"). The patient was treated with aceclofenac (proflam), algestone acetophenide;estradiol enantate (uno-ciclo), bromopride, cefazolin, diazepam, diclofenac potassium, dimeticone, ferrous sulfate, hyoscine butylbromide (hyoscin n butylbr.), ibuprofen, ketoprofen, medroxyprogesterone acetate (depo-provera), medroxyprogesterone acetate (medroxiprogesterone), metamizole sodium (dipirona), morphine, ondansetron, simeticone and surgery (2 surgeries of ovarian cyst removal, oophorectomy, hysterectomy on (B)(6) 2020 and bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic inflammatory disease, device dislocation, ovarian cyst, post procedural haemorrhage, dyspareunia, dysuria, weight increased, swelling, insomnia, toothache, alopecia, anxiety, nausea, scar, depression, dysmenorrhoea, emotional disorder, endometriosis, breast pain, premenstrual syndrome, leiomyoma and the last episode of menorrhagia outcome was unknown, the back pain was resolving and the dyschezia, constipation, abdominal pain lower, nodule, pain in extremity and premenstrual headache had not resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, breast pain, constipation, depression, device dislocation, dyschezia, dysmenorrhoea, dyspareunia, dysuria, emotional disorder, endometriosis, insomnia, leiomyoma, nausea, nodule, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, post procedural haemorrhage, premenstrual headache, premenstrual syndrome, scar, swelling, toothache, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test (2.0) - on (B)(6) 2020: less than 2,0 g/l. Carbohydrate antigen 125 (35 u/l) - on (B)(6) 2018: 7,0. Carcinoembryonic antigen - on (B)(6) 2018: 0,65 ng/ml reference value: smokers: until 5,0 ng/ml and no-smokers: until 7,5 ng/ml. Gynaecological examination - on (B)(6) 2017: diffuse pain in abdominal palpation in upper and lower quadrants. Negative wrist-percussion with no signs of irritation. Diffuse pain is present during caesarean section wound, specially on the right side. Mild pain during bladder trigone compression. Mild downsized uterus to the left, with apparent uterine lumen thickening and parametrium also to the left, after rectal examination. Main area of pain, in which touch acts as a trigger.. Human chorionic gonadotropin (mui/ml) - on (B)(6) 2015: negative; on (B)(6) 2018: negative. Magnetic resonance imaging - on (B)(6) 2018: cyst on right ovary (4 cm).. Ultrasound abdomen - on (B)(6) 2020: biliary lithiasis. Ultrasound scan vagina - on (B)(6) 2015: transverse image of the right uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right tube. Transverse image of the left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the left tube. Ultrasound uterus - on (B)(6) 2015: the device was in the right place, but an injury to the cervix was detected.. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.